Event description:
In 2009, the primary surgery using oasys system was performed. In 2009, it was found that the one side of the occiput plate was disengaged also the screw backed out. The surgeon addressed that the event could not help since the bone quality was poor.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Result and conclusion: will be made available following engineering eval.